Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. All codes apply to product ID: neu_unknown_lead only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that the patient was implanted yesterday with a trial for bladder and last night the patient started feeling sensation in the area around the right knee. It was stated that it was kind of like a pulsating sensation, like the machine puts off and the patient's whole right leg felt numb. It was noted that the patient was at 0.3 and they turned it down to 0.2 but it did not resolve the issue. It was mentioned that they did turn the ens off and that morning her leg was okay and the ens was confirmed as still off. Additional information was received. It was reported that the cause of the stimulation sensation around the knee was probably the wire moved and was removed. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.